Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description of event: because the vascular condition of the patient was poor, on september 4, the anesthesiologist placed a central venous catheter for the patient according to the doctor 's advice. At 14:20 on september 5, the patient called the nurse and informed the nurse that the central venous catheter was returned to the blood. The nurse immediately checked and found that the ultrasite injection site had a crack, resulting in that the blood was returned from the tube in a non-closed environment. The nurse immediately replaced it. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retain samples from the reported lot number were visually and physically tested. The result was that all five retains were found acceptable with passing results. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.